Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer treated with a manual insulin injection. The mother of the customer reported a possible accidental pushing of the buttons of the insulin pump to change the temporary basal rates of the insulin pump from two hundred percent to zero percent. The mother of the customer believed that this may be related to the scroll wrap feature recall that the mother previously received in a letter. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. Troubleshooting was done. It was reported that the infusion site of the customer might have been occluded or clogged causing the blood glucose levels of the customer to become high. No additional information was provided.